Event description:
The physician claims that during a procedure in 2008, the graft leaked from three points (subclavian artery, common coratid artery, and brachiocephalic trunk) from what appeared to be pinhole leakage. The amount of blood leakage has not been quantified at this time. The physician used a homostatic agent (tacho-comp) to stop the bleeding. It was reported that there was no injury to the pt and that the pt was not endangered due to this event. Additional info is being sought from the hospital.

Manufacturer narrative:
Being investigated. Additional info requested. Should such info become available, it will be included in a follow-up report.